Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) setscrew would not tighten. It was stated that when the hcp could not place the patient¿s existing lead in the ins, they backed off the setscrew by a half turn and the lead advanced into the correct place in the ins header block. The setscrew was ¿tight to undo and would not tighten;¿ the supplied torque wrench clicked, but the lead was not held in position. The issue was unresolved at the time of report. The ins was replaced as a result of the event. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, lot# unknown, product type accessory h3 device evaluation: analysis of the implantable neurostimulator (ins) found an ins setscrew was backed out beyond the point of being able to engage with the connector block. Analysis of the returned torque wrench found no anomalies. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.